Event description:
It was reported that the patient received inappropriate shocks while lying in bed. Oversensing, noise, and high impedance were observed on the rv lead during rv pacing. A lead fracture was suspected. The lead was explanted and no patient complications have been reported as a result of this event.